Event description:
It was reported that an ilet user experienced loss of dexcom g7 continuous glucose monitor (cgm) signal during sleep, followed by pairing difficulty with the ilet after a restart, and subsequent hyperglycemia that the user attributed to incomplete fill tubing rather than the cgm. The user later presented with the ilet indicating dosing stopped and a prompt to enter blood glucose (bg); after entering a recent fingerstick value, dosing resumed, and a failed g7 sensor was identified and replaced with a new sensor that began warm-up. Investigation included technical troubleshooting and user education regarding exclusive pairing with the ilet, discontinuation of a separate receiver, and guided sensor replacement. Further investigation of this case revealed a failed cgm sensor and resolved pairing after eliminating the competing receiver connection, with hyperglycemia linked to infusion setup issues rather than the cgm. There was no user reported clinical symptoms associated with high blood glucose with a reported value of 225 mg/dl. Outcomes included temporary interruption of automated dosing that required user-entered bg and sensor replacement to restore therapy. It was concluded that the event is consistent with user setup and sensor failure, with restoration of function after corrective actions.